Manufacturer narrative:
Our research specialist completed a lab analysis and the results were no material or manufacturing deviations were visually observed. Scratches were observed within the acetabular shell; these could have been sustained during removal of the device. Damage to the backside of the liner was also observed. There was deformation along the liner rim(s). Damage to the inner rim may have been caused due to impingement with the stem neck from the reported dislocation, and damage to the outer rim may have been sustained during removal of the device. A definitive root cause cannot be determined.

Event description:
It was reported that revision surgery of smith & nephew was performed due to dislocation.

Manufacturer narrative:
Additional information was received stating the products revised in july were stryker products, and replaced with smith & nephew, inc. Products that have not been revised and no revision is planned. Therefore, this MDR was filed in error.

Event description:
It was reported revision surgery was performed due to dislocation.